Event description:
It was reported that patient had a lead that was abandoned due to unknown reasons. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.